Manufacturer narrative:
The tech determined that the reason the head section would not lower was due to a broken right extrusion slider pivot. The tech resolved the issue by replacing the right extrusion slider pivot. The tech also corrected a loose power cord from the power pc board. The bed operated within spec upon completion of work. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the head would not lower.